Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vich12.1 implantable collamer lens, +3.0 diopter, into the patient's right eye (od) on (B)(6) 2016. After implantation, the patient experienced refractive surprise, lens opacity (asco), inflammation, and day 1 pupillary membrane. In addition, a secondary intervention of enlargement/addition of pi using yag was performed. As of the date of MDR submission, the lens remains implanted in the patient.

Manufacturer narrative:
After implantation, the patient also experienced hazy vision, high iop, and synechia. (B)(4). Initial MDR date is (B)(6) 2016. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
"The lens was explanted" is corrected to " the lens was exchanged for a similar lens of different diopter on (B)(6) 2017. Reporter stated that the patient was happy. The exchange resolved the problem. (B)(4). Corrected data: outcomes attributed to adverse event: it is corrected from "other serious" in the previous supplemental to "required intervention to prevent permanent impairment/ damage". (B)(4).

Manufacturer narrative:
The lens was explanted. Device evaluation: the lens was returned dry in a lens case/ vial. Visual inspection found the lens haptic bent. Dimensional and functional inspection found the lens to be within specifications. (B)(4).